Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data:8 events were previously reported for this catalog number/device code combination during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report #0001811755-2019-02229 - 7 previously reported events are included in this follow-up record. Product return status 7 devices were received.   Event confirmation status 1 reported event was confirmed. 6 reported events were not confirmed. Evaluation results 2 devices were found to be affected by broken down lubrication. 5 devices had no device problem found.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter.   Product return status: 2 devices were received. 6 device investigation types have not yet been determined.   Event confirmation status: 2 device evaluations are still in progress.   Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.